Event description:
Boston scientific received information that the patient with this right ventricular lead was was increased. It was thought the lead may be micro-dislodged from the patient lifting heavy plants during the first few weeks after the implant. In addition, the patient with this lead and device used a circulation booster and received an inappropriate shock due to electromagnetic interference when the stimulation was turned down. A review of the rhythm strip revealed the noise frequency changed from approximately 60ms where the device appropriately did not oversensed to 160ms where the device intermittently oversensed the noise. As the patient has an underlying rhythm, there was no asystole. Following the shock, the patient reverted to a sinus bradycardia from his intrinsic atrial fibrillation. The patient was instructed to not use the machine again. The device remains programmed to vvi 40. A decision may be made to implant an atrial lead in the future as the patient feels some breathlessness, but has not experienced any adverse effects.

Manufacturer narrative:
(B)(4). According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.